Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system stored ventricular episodes that appeared to contain external noise with oversensing. Technical services (ts) discussed troubleshooting options and possible causes, such as possible electromagnetic interference (emi) from a procedure. This ICD remains in service. No adverse patient effects were reported.